Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: [ni] [not indicated]. Implant procedure: laparoscopic ventral herniorrhaphy with mesh placement. Laparoscopic lysis of adhesions. Implant: gore® dualmesh® plus biomaterial [(B)(6), 10x15mm] implant date: (B)(6), 2016 (hospitalization unknown). ¿ (B)(6) 2016: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: incarcerated ventral hernia. Assistant (B)(6), key surgical first assist. Anesthesia: general. Indications for surgery: the patient is a pleasant 65-year-old gentleman who comes to my office with a small ventral hernia. All risks and consequences pertaining to repair were very wall explained to the patient. These include, but were not limited to bleeding, infection, incontinence, small bowel injury, colonic injury, the need for multiple abdominal operations, sepsis, and even death. Once these were very well understood, informed consent was obtained. Operative findings: the patient has an incarcerated ventral hernia with omentum that had to be reduced from the hernia sac. This was deemed viable. There were extensive small bowel adhesions that were completely plastered against the anterior abdominal wall. These had to be meticulously dissected away. We used a small piece of mesh to repair the defect. This was secured with suture and securestrap. At the conclusion of the case, needle and sponge count were counted twice and stated to be correct. Procedure in detail: ¿the patient was brought to the operating room. He was placed supine on the operative table bed. General endotracheal anesthesia was induced. The abdomen was prepped and draped in a sterile fashion. We commenced with a 5-mm incision in the right upper quadrant, a 5-mm trocar was introduced. There were two additional trocars placed in the right lateral quadrant. We successfully were able to bring the patient¿s intraabdominal adhesions down, extensive small bowel adhesions that we meticulously lysed. The patient also had a significant small bowel that was stuck against the anterior abdominal wall that had to be meticulously mobilized as well. Following this, we used a small piece of mesh and contoured this to the patient¿s defect with overlap and secured this in the protack securestrap and suture. At the conclusion of the case, needle and sponge count were counted twice and stated to be correct. The patient tolerated the procedure well, was awakened, extubated, taken to recovery room in stable condition.¿ ¿ (B)(6) 2016: (B)(6) hospital. Implant record. Type: mesh. Mfg.: cook. Lot#: 12789043. Catalog#: 1dlmcp03. Size: 10x15mm. Exp. Date: 2017/05. ¿ the records confirm a gore® dualmesh® plus biomaterial ((B)(6)) was implanted during the procedure. Explant procedure: exploratory laparotomy, 1 hour lysis of adhesions, and removal of infected mesh. Explant date: (B)(6), 2019 (hospitalization (B)(6), 2019). ¿ (B)(6) 2019: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: infected abdominal wall mesh. Postoperative diagnosis: infected abdominal wall mesh. Assistant: (B)(6), np. Estimated blood loss: 40 ml. Findings: mesh. Complications: none. Anesthesia: general. Indication for operation: draining sinus, likely due to infected abdominal wall mesh hernia. Brief history: the patient a 68-year-old male, who stated that months ago, he noted a boil over his abdomen. The abdomen was treated with antibiotics and over that time likely I burred through and infected his previous mesh with antibiotics. The cyst infection resolved, but months later, he developed what appeared to be a draining sinus in the mesh infection from an infected cyst, likely infected his mesh. Description of operation: ¿after informed consent was obtained, the patient was taken back to the operating room. His abdomen was prepped and draped in usual fashion. There was erythematous area of 2 draining sinuses. In this area, the skin was excised. We then cauterized through the midline down to the mesh. We entered the peritoneal cavity. The small bowel and omental adhesions to the mesh were taken down very carefully and sharply. No injuries to the bowel were noted during this lysis of adhesions. Lysis of adhesions took about 1 hour. At this point, we opened the remainder of the incision over the abdomen. There was a total of 3 pieces of mesh that were removed using cautery and mayo scissors. The entirety of the mesh was removed. The mesh was cultured. We obtained hemostasis. We then raised subcutaneous flaps in order to get the fascia back together. The deep fascia was closed primarily with a running looped #1 pds suture. Skin was closed with staples and incisional vac. The patient tolerated the procedure well. He was transferred to the recovery room in good condition. I was present for the entire operation.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2013: (B)(6) hospital. (B)(6), md. Operative report. Assistant: (B)(6). Pre and postoperative diagnosis: incisional hernia. Procedure: laparoscopic repair of ventral hernia. Laparoscopic placement of mesh to repair ventral hernia. Extensive laparoscopic lysis of abdominal adhesions. [Implant: ventralex mesh.] Anesthesia: general. ­ wound classification: ¿1 clean wound.¿ ­ indication: ¿the patient is a very pleasant 62-year-old gentleman who comes to the office with a history of having undergone a bowel resection for diverticular disease. The patient developed a small hernia in middle aspect of the incision around the umbilicus. All risks and consequences pertaining to ventral herniorrhaphy with mesh placement were very well explained to the patient. These included but were not limited to bleeding, infection, bowel injury, colonic injury, gastric injury, hepatic injury, splenic injury, the need for multiple abdominal operations, mesh infection, the need for surgery for mesh explantation, sepsis, and even death were very well explained to the patient. Once these were very well understood, informed consent was obtained.¿ ­ findings: ¿the patient had extensive abdominal adhesions. We spent a significant portion of the case performing adhesiolysis. Following this, using ventralex mesh, we were able to implant this into the patient's defect. The patient's incision was closed successfully. At the conclusion of the case, needle and sponge count were counted twice and stated to be correct.¿ ­ procedure: ¿the patient was brought to the operating table bed. He was placed supine on the operating table. General endotracheal anesthesia was induced. The abdomen was prepped and draped in sterile fashion. The left upper quadrant, a 5 mm incision was made and a 5-mm trocar was introduced. There were extensive abdominal adhesions that were appreciated. We introduced the second 5-mm trocar in the left infraxiphoid [sic] area under direct visualization. We commenced a significant adhesiolysis. We could appreciate the area of the defect that was completely free. There were multiple loops of small bowel that were stuck there. They were cut using sharp dissection. We then made a small 2.5-cm curvilinear incision at the second fascia from the superfascial aspect. Using a 1.7-inch piece of ventralex mesh, this was secured in place using 2-0 prolene. The mesh was parachuted down into the abdominal cavity. We then were able to also close the patient¿s defect over on top of the mesh. The incision sites were closed with 4-0 vicryl suture ligature. At the conclusion of the case, needle and sponge count were counted twice and stated to be correct. The patient tolerated the procedure well, was awakened, extubated, taken to recovery room in stable condition.¿ on (B)(6) 2015: (B)(6) hospital. (B)(6), md. Operative report. Assistant: dr. (B)(6). Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Multiple liver lesions. Adhesions. Procedure: exploratory laparoscopy. Lysis of abdominal adhesions. Subsegmental liver biopsy. Anesthesia: general. ­ wound class: ¿1 clean wound.¿ ­ indications: ¿the patient is a pleasant 64-year-old gentleman that comes to the hospital with a history of ventral hernia for elective surgery. All risks and consequences pertaining to a laparoscopic, possible open ventral herniorrhaphy were very well explained to the patient. These include, but were not limited to bleeding, infection, incontinence, small bowel injury, colonic injury, the need for multiple abdominal operations, sepsis, and even death. Once these were very well understood, informed consent was obtained.¿ ­ findings: ¿the patient definitely has a ventral midline hernia that could be appreciated. There is [sic] not any dilated loops of bowel that were seen. Undersurface of the liver, the patient had multiple lesions that could be appreciated. These were yellow and appeared to encompass the entire liver, both in the anterior aspect and posterior aspect as well. Infection could not be ruled out. A wedge biopsy was taken of the liver. The patient tolerated the procedure very well, was awakened, extubated, taken to recovery room in stable condition.¿ ­ procedure: ¿the patient was brought to the operating room, placed supine on the operative table bed. General endotracheal anesthesia was induced. The abdomen was prepped and draped in a sterile fashion. In the left upper quadrant, a 5-mm incision was made and a 5-mm trocar was introduced. The abdomen was insufflated. Two additional 5-mm trocars were placed in left lateral quadrant under direct visualization. We could appreciate some adhesions that were successfully taken down. Upon further evaluation of the abdominal cavity, the liver had significant number of yellow small petechia-like lesions that were appreciated. The undersurface of the liver where the gallbladder fossa also had a significant amount of induration that could be appreciated. This was yellow. The decision was made to do a wedge biopsy and sent this for pathological analysis. The wedge biopsy was done. We had excellent hemostasis. Needle and sponge count were counted twice and stated to be correct. The patient's port sites were removed. The patient was awakened, extubated, taken to recovery room in stable condition.¿ ­on (B)(6) 2015: (B)(6)hospital. (B)(6), md. Pathology report. Diagnosis: ¿liver, wedge biopsy. Multiple bile duct hamartomas.¿ material: ¿liver biopsy.¿ gross: ¿received in formalin labeled liver biopsy is a 2.2 x 1.0 x 0.5 cm tan-pink, wedge-shaped portion of liver. The cut surfaces are tan-pink and rubbery. The margin is inked blue. The specimen is entirely submitted in a1-a2.¿ microscopic: ¿sections of liver wedge biopsy show moderate macrovesicular steatosis involving about 40% of the parenchyma and a total of nine bile duct hamartomas some of which are subcapsular in location. The trichrome stain shows fibrosis in the foci of hamartoma, pasd [periodic acid-schiff-diastase] and iron stains show no additional features.¿ on (B)(6) 2015: (B)(6) hospital. (B)(6), md. Operative report. Assistant: (B)(6), do. Preoperative diagnosis: ventral hernia. Postopeartive diagnosis: incarcerated ventral hernia. Procedure: laparoscopic repair of incarcerated ventral hernia. Laparoscopic lysis of adhesions. Anesthesia: general. ­ wound class: ¿1 clean wound.¿ ­ indication: ¿the patient is a pleasant 64-year-old gentleman that comes into the office with a history of significant ventral hernia. All risks and consequences pertaining to a laparoscopic, possible open ventral herniorrhaphy were very well explained to the patient. These include, but were not limited to bleeding, infection, incontinence, small bowel injury, colonic injury, the need for multiple abdominal operations, sepsis and even death. Once these were very well understood, informed consent was obtained.¿ ­ findings: ¿the patient had a significant amount of adhesions. These were meticulously taken down. He had a small ventral hernial defect. This was repaired using #1pds suture in interrupted fashion. The patient tolerated the procedure well, was awakened, extubated, taken to recovery room in stable condition¿ ­ procedure: ¿the patient was brought to the operating room. He was placed supine on the operative table bed. General endotracheal anesthesia was induced. The abdomen was prepped and draped in a sterile fashion. We commenced with introduction of a port in the left upper quadrant. A 5-mm port was introduced. The abdomen was insufflated. There were two additional ports placed in left lateral quadrant and three additional ports placed in the right lateral quadrant. These ports were placed under direct visualization. The patient had significant adhesions that were taken down with blunt and sharp dissection, we could appreciate the hernial defect. This was a small defect. At this point, we did a cutdown on top the defect and reapproximated the patient¿s fascia using #1 pds suture and interrupted figure-of-eight fashion. At the conclusion of the case, needle and sponge count were counted twice and stated to be correct. The patient tolerated the procedure well, was awakened, extubated, taken to recovery room in stable condition.¿ ­on (B)(6) 2015: (B)(6) hospital. (B)(6), md. Pathology report. (B)(6): ¿received in formalin labeled ¿omentum¿ is a 4.0 x 3.0 x 1.0 cm aggregate of yellow lobulated adipose tissue. The cut surfaces are homogenous, yellow adipose tissue. No mass lesions are noted. Representative sections are submitted in a1-a2.¿ microscopic: ¿microscopic examination supports the diagnosis.¿ on (B)(6) 2016: wound classification: ¿1 clean wound.¿ explant date: on 8/14/19: wound classification: ¿infected.¿ on 8/14/19: (B)(6) hospital. Implant: ¿barrier adhesion 5x6in seprafilm. Manufacturer: genzyme.¿ on 8/14/19: (B)(6). (B)(6), md. Pathology report. Material: ¿abdominal wall mesh.¿ ­ gross: ¿received fresh labeled ¿abdominal wall mesh¿ is a 4.5 x 4.3 x 3.8 cm aggregate of tan-pink to red soft with moderate amounts of attached mesh material. Sectioning through the attached soft tissue reveals a dense white fibrous cut surface. No lesions are identified. Representative sections of the soft tissue are submitted in cassettes a1 and a2.¿ ­ microscopic: ¿sections show fibroadipose tissue with focal acute inflammation and some embedded foreign material. No malignancy is identified.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated type of investigation h6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene . Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the [gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial  instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2016 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, debridement, infection, hernia recurrence, mesh removal. Additional event specific information was not provided.